Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had fiber optic error prior to use. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e3, e1 (initial reporter and event site email), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. There were no parts replaced. The fse performed all safety and functionality checks completed per service manual and passed to factory specifications. The unit was returned for clinical service upon completion.